Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use in the moderately calcified vessel. During procedure, it was noted that the balloon ruptured by nominal pressure. The procedure was completed with another of same device. No patient complications were reported.